Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported a likely check valve failure. All the potassium form the secondary bag back-flowed into the primary bag of saline. The customer stated that no further pt/event information is available. There was no report of pt harm and no medical intervention was required.